Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2218700; model: sc-2218-70; serial: (B)(4); batch: 7083427; product family: scs-linear leads; upn: m365sc2218700; model: sc-2218-70; serial: (B)(4); batch: 7083423.

Event description:
It was reported that the patient developed a wound infection at the lead entry site three weeks after their spinal cord stimulation (scs) implant procedure. Cultures were taken that revelated that the patient had developed serratia marcescens. The patient was placed on intravenous antibiotics and the wound was opened, cleaned, and closed. However, the system was explanted due to the prolonged infection.

Manufacturer narrative:
The returned ipg passed inspection and revelated no anomalies. A labelling review found that infection is a known risk of implanting an ipg as part of a system to deliver spinal cord stimulation.

Event description:
It was reported that the patient developed a wound infection at the lead entry site three weeks after their spinal cord stimulation (scs) implant procedure. Cultures were taken that revelated that the patient had developed serratia marcescens. The patient was placed on intravenous antibiotics and the wound was opened, cleaned, and closed. However, the system was explanted due to the prolonged infection.